Event description:
It was reported that during a laparoscopic cholecystectomy, the locking cam was loose and it could not be locked properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.